Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display, motor error and reservoir leakage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is insulin leak in the reservoir compartment. The customer stated that after the fluid exposure, the pump shut off and will not turn back on. The customer stated that there was a blank display. The customer stated that he replaced the batteries and the pump still shut off. The customer was advised of the possible causes of the blank display. The customer also stated that he had a motor error. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was unable to troubleshoot because the pump shut off.